Manufacturer narrative:
According to the reporter, the patient was using non-viable insulin and did not cycle the cartridge to lubricate the inside of the barrel. The cartridge has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 it was reported that the patient's blood glucose (bg) was 31mmol/l with nausea, shakiness and clamminess on (B)(6) 2012. The reporter claimed that multiple occlusion alarms had been received prior to the bg elevation and that the infusion set cannula was found to be bent when it was removed. New infusion sets were reportedly placed 3 additional times with no site, set, or cannula issues noted. According to the reporter the bg issue did not resolve with the new infusion sets, but finally went down to 10-12 mmol/l after using insulin from a new vial. The reporter stated that the patient was later taken to the emergency room where bg was noted to be 25mmol/l with ketones. It was said that the patient was monitored and released, but did not require treatment as the reporter had provided an injection of insulin prior to arrival at the ER. Customer technical support discovered that the reporter was not cycling cartridges prior to use and that this behavior may have contributed to the occlusions. This complaint is being reported based on the following conclusions: use error may have been caused or contributed to the patient's adverse event in several ways. The reporter apparently was using insulin that was no longer viable as the bg improved when new insulin was used. In addition, the reporter did not cycle cartridges per instructions causing inadequate lubrication which can be associated with occlusions. No product defect or malfunction was alleged or discovered.